Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, high thresholds were observed on the right atrial (ra) lead and cardiac compass had invalid data. It was subsequently found that the ra lead had dislodged and the patient presented with diaphragmatic and nerve stimulation. The lead was programmed off, both the lead and implantable pulse generator remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was reprogrammed and the right atrial (ra) lead is scheduled to be revised.